Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: device history review completed (B)(6) 2018. 0 non-conformances on this lot number. Final micro and sterility tests passed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4).

Event description:
Attune claim letter received. Litigation record alleges severe and persistent pain, discomfort, instability and difficulty ambulating caused by aseptic loosening of the defective attune tibial baseplate and personal injury. Doi: (B)(6) 2014. Dor: (B)(6) 2018; left knee.